Event description:
The catheter was inserted without difficulty. While attempting to remove the guidewire, resistance was felt. The clinician thought the patient was having spasms, so the device was left alone. During the second attempt to remove the guidewire, the clinician felt a snap. When the guidewire was removed it appeared to be frayed. The end user admits that she trimmed the catheter to 19 inches. When the x-ray was obtained the catheter was found to be doubled back on itself in the same vessel in the arm with the tip pointing towards the hand. The x-ray also showed that the tip of the catheter had severed and travelled to the patient's lung. The catheter was removed. The patient was transferred to another hospital for removal of the detached catheter fragment. The catheter was discarded at the second hospital, however the guidewire was saved.